Manufacturer narrative:
Approximate age of device ¿ 3 years and 5 months. The device was returned for investigation. The evaluation is not yet complete. The event occurred at (B)(6). The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted to the hospital on (B)(6) 2018 due to a deterioration in clinical condition. The patient had elevated lactate dehydrogenase and plasma free hemoglobin levels. Heparin and inotropic support was started, and an echocardiogram was performed. The patient underwent a pump exchange on (B)(6) 2018 due to suspected pump obstruction no additional information was provided.

Manufacturer narrative:
Device thrombus was confirmed based on the evaluation of the returned heartmate ii lvas. Upon disassembly, a deposition was found surrounding the head of the rotor. The deposition was tissue-like in nature, denatured, and displayed laminated layering, suggesting that they developed in the pump over an undetermined amount of time while the pump was operating. White depositions were found situated on the body of the rotor and in between the outlet bearing ball and the stator blade. The formations were not denatured and were tissue-like in nature. Additionally, the formations lacked laminated layering. A duration of time for which they were present in the pump could not be determined. The depositions found in the pump could have contributed to the reported elevated lactate dehydrogenase (ldh). Examination of the remaining pump blood contacting surfaces revealed no adhered depositions or thrombus formations. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The heartmate ii lvas instructions for use (IFU) lists hemolysis and thrombus as adverse events that may be associated with the use of the heartmate ii lvas and outlines the indications of thrombus and how to respond to such events. Information regarding recommended anticoagulation therapy and inr range is also provided. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.